Manufacturer narrative:
The returned meter was tested in comparison to a retention meter an masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor inr: 2.9 inr and 2.0 inr, donor hct: 53% and 45%. Donor #1: master lot / customer meter & master lot strips 3.0 inr/ 3.0 inr. Donor #2: master lot / customer meter & master lot strips 2.0 inr/ 2.1 inr. All results were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material met the specification. No information was provided in the complaint case that would point to a cause for the result discrepancy.

Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable low result from coaguchek xs meter (B)(4). At 8:20 am, the initial result was 1.0 inr and was considered to be low. They retested the patient right away using the same finger and the result was 1.8 inr. Both results were reported to the patient's doctor. There was no allegation of an adverse event. The patient's therapeutic range, hematocrit, and antiphospholipid antibodies was unknown. The customer was not sure if the patient's coumadin dose changed, if they had started new medications, if their diet had been changed, or if any additional illnesses had appeared. The meter and strips were requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 235475-11) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material performed as specified.